Event description:
Pt was revised because of loosening of the tibial tray, osteolysis, and polyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.